Event description:
Per the surgeon, the patient experienced a loss of osseointegration, resulting in fixture loss, subsequent to developing an infection (believed to be due to an autoimmune disease) at the implant site. The patient was treated with topical antibiotics and reimplanted with a new device at a new site.